Manufacturer narrative:
This incident occurred in (B)(6) and we are reporting to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s marketed in u.s. The used device could not be analyzed because it was discarded by the user facility, however we investigated manufacturing and quality control records besed on the lot number. We could not identify the root cause, but according to the investigation, no potential for malfunction was found. No similar event has been reported with this lot number globally. The hypotension is described in adverse reactions of the instructions for use. The physician is judged the severity of this event is serious injury and the causal relationship between this device and the event could not be denied. We also consider the severity of this event is serious injury as the patient's systolic blood pressure was decreased to approximately between 50mmhg to 60mmhg and the causal relationship between this device and the event could not be denied because the event happened during the treatment.

Event description:
On (B)(6) 2018, the patient was given the treatment with hemodialysis (hd) of an aps-15sa which is identical model of rexeed -15s (number of treatments in the past is unknown for this patient). At the beginning of the treatment with aps-15sa, the systolic blood pressure was approximately between 170 to 160mmhg, but 5 minutes after the treatment started, systolic blood pressure was decreased to approximately 80mmhg. After that, systolic blood pressure was dropped gradually between 60 to 50mmhg and the patient lost consciousness. The treatment was temporarily stopped, a medication for vasopressor was administered, and blood was recovered to the patient. After these interventions, the patient's signs and symptoms have been recovered. The dialyzer was changed to different manufacturer's and restarted the treatment with continuous hemodiafiltration (chdf) while administering steroid. The patient's condition was stable.